Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This device was explanted in excess of one year ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. Evaluation summary normal battery depletion.